Event description:
A report from synthes (B)(6) reports an event in (B)(6) as follows: patient had a surgery in (B)(6) 2011,distal radius,osteotomy that healed. Due to a fire the patient jumped through a window causing the loss of correction and required a reoperation, (B)(6) 2013, adding a new osteotomy with chronos putty and bone marrow aspirat. The osteotomy didn´t heal and finally the plate broke. Patient underwent another surgery (B)(6) 2013 to replace the broken plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Part returned on 1/9/2014. Date of birth reported as (B)(6). Device has been received, no conclusion could be drawn as investigation is ongoing. Reported on initial medwatch as (B)(6) 2013 but its corrected to (B)(6) 2013.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: based on the topography of the fracture surface, we can conclude that the implant was subjected to two sided dynamic bending loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The va-lcp could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Contact name changed to (B)(6).